Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a resolute onyx rx drug eluting stent to treat a severely calcified and moderately tortuous lesion in the proximal mid diagonal branch with (B)(4)stenosis. Negative prep was performed with no issues. There was no damage noted to packaging. There were no issues when removing the device from the hoop/tray. No difficulties were noted when removing the protective sheath. The device was inspected post removal of the protective sheath with no issues noted. The lesion was predilated. The device did not pass through a previously deployed stent. The physician observed that there was resistance when advancing the device and excessive force was used during the delivery. The physician deep seated the guide and while pushing hard pulled the catheter back into the guide and pulled the stent off the delivery catheter. The inflation device remained on neutral pressure during the delivery of the device. The dislodged stent was not removed. No intervention was carried out.